Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were connected to unspecified extension sets and were being used to deliver unspecified concentrations of unspecified medications. After unspecified lengths of time in use, it was noted that the pt's vital signs decreased to unspecified levels. At that time, the healthcare professionals noted the tubing sets had disconnected from the extension sets. The tubing sets were replaced and the therapies were resumed. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.